Manufacturer narrative:
Calibration and qc were acceptable. Sample-related alarms were observed on the alarm trace data. No instrument maintenance issues were identified. Instrument surfaces were clean. The sample foam detection (sfd) images were reviewed. The sample images provided showed a heavy film or white particulate matter (wpm). The investigation determined the event was consistent with poor sample quality. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 6 patient samples tested for troponin t hs (troponin t hs) assay on a cobas e 801 analytical unit. The customer runs patient samples in parallel between the standard application of the assay and the 9-minute (stat = short turn around time) application of the assay. Patient 1 initial result using the standard application was 52.1 pg/ml. The repeat result using the 9-minute stat application was 35.1 pg/ml. The sample was repeated using the standard application and the result was 35.7 pg/ml. Patient 2 initial result using the standard application was 17.5 pg/ml. The repeat result using the 9-minute stat application was 3.76 pg/ml. The sample was repeated using the standard application, and the result was 5.9 pg/ml. On (B)(6) 2025 patient 3 initial result using the standard application was 16.1 pg/ml. The sample was repeated using the standard application, and the result was 13.2 pg/ml. The repeat result using the 9-minute stat application was 13.9 pg/ml. On (B)(6) 2025 patient 4 initial result using the standard application was 56.6 pg/ml. The repeat result using the 9-minute stat application was < 5 pg/ml. The sample was repeated using the standard application,n and the result was < 5 pg/ml. Patient 5 initial result using the standard application was 24.2 pg/ml. The repeat result using the 9-minute stat application was 11.5 pg/ml. The sample was repeated using the standard application, and the result was 9.5 pg/ml. On (B)(6) 2025 patient 6 initial result using the standard application was 29.7 pg/ml. The repeat result using the 9-minute stat application was 20.5 pg/ml. The sample was repeated using the standard application, and the result was 19 pg/ml.